Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 10:44 am CT. The report number is being corrected from: 2134265-2018-64192 to: 2134265-2018-63199.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge balloon and a 15mm x 2.75mm nc quantum apex balloon were selected for use. During the procedure, the emerge balloon was inserted, followed by a non bsc stent and then post-dilated with an nc quantum balloon. However, it was noted that both emerge and nc quantum balloons ruptured. The procedure was successfully completed and the patient has recovered fully. The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks. Microscopic examination revealed a pinhole 6mm from the tip and the tip is damaged. There is blood present in the guidewire lumen and the balloon is loosely folded.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 12mm emerge balloon and a 15mm x 2.75mm nc quantum apex balloon were selected for use. During the procedure, the emerge balloon was inserted, followed by a non bsc stent and then post-dilated with an nc quantum balloon. However, it was noted that both emerge and nc quantum balloons ruptured. The procedure was successfully completed and the patient has recovered fully.